Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Device remains in service. No adverse patient effects were reported. Additional information has confirmed the premature battery depletion (pbd) allegation and a 90-day replacement window has been provided. No adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.